Event description:
Healthcare professional provided capsular contracture baker grade I by confirming "a grade 1 brachial capsule in the right breast."

Manufacturer narrative:
Clarification to d.6b: explant has not occurred.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and seroma-late.

Event description:
Patient reported right side "a lump the size of boiled egg", capsular contracture, baker grade unknown, "pain", "itchiness and soreness", "breast felt like it was getting bigger", and "pocked of fluid around the breast." Additionally, patient reported "anxious to have implant removed as soon as possible ." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, a deformation, and red particles on the shell. After autoclave cycle was observed cloudy color in the gel was observed. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
The device was explanted.